Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported the touch screen is frozen and will not calibrate. In addition, the navigation ring in unresponsive. There was no patient involvement. The manufacturer's field service engineer (fse) evaluated the unit and determined the navigation ring was not functioning. The fse replaced the front bezel which includes the navigation ring and the issues were resolved. The unit is fully functional and has been returned to service.

Manufacturer narrative:
G4: 24sep2020; b4: 01oct2020. The front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.